Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure on (B)(6), 2011. According to the complainant, the patient presented with left groin pain post procedure (exact date unknown). The physician then observed mesh exposure on the left sulcus. It was reported that the physician plans to release the sling in the patient but the date is unknown. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.